Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic total robotic hysterectomy, the suture broke closer to the welded loop but not at the loop. A second pack was opened and same thing happened. Another device was used to complete the case. There was no patient injury.